Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was received and reviewed. The photo shows the trueflow device placed inside the protective hoop with the labeling details matched with details in trackwise. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported inflation issue as no objective evidence was provided for review. A definitive root cause for the reported inflation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a valvuloplasty procedure, the ptv balloon allegedly did not expand during insufflation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a valvuloplasty procedure, the ptv balloon allegedly failed to progress. It was further reported that the balloon allegedly did not expand during insufflation. The procedure was completed using another device. There was no reported patient injury.